Manufacturer narrative:
The customer reported, the device was discarded. The lot number was provided. Review of the device history record for this lot did not reveal any non-conformity that could have contributed to this complaint.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure a contralateral approach was taken to the target lesion in the common iliac. Reportedly, the fox plus balloon ruptured during the fourth inflation, when the pressure was being increased from 8 atm to 12 atm. There were no reported adverse patient sequelae. Though requested, no additional information was available.